Manufacturer narrative:
Model number/catalog number: sc-2218-70. Serial number: (B)(4). Batch/lot number: 5071794 model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patients lead had migrated due to a suture sleeve that was not tightened hard enough. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively.